Manufacturer narrative:
Submit date: 04/25/2016. An investigation is currently underway. Upon completion, a report shall be provided.

Event description:
The unit was returned to the local service center for repair. Upon triage on (B)(6) 2016, it was determined that the unit had no audible alarm.

Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit has no audible alarm. The unit was triaged and the complaint was confirmed. The reported condition was caused by failure of one of the components on the unit¿s pcba. The unit was scrapped to correct the problem. Kangaroo joey was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.